Event description:
Customer reported via phone call that the blood glucose readings are high. Customer states that the blood glucose reading is 444 mg/dl. Customer states that there is a failed battery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.